Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of damaged port and additionally noted that one output connector nut and the hanger o-ring were missing, the upper case was cracked at the boss, the lower case was broken, the battery wire and display wire insulation was pinched but not compromised and the encoder assembly flex was pinched at the edge but functional. All found defective parts were replaced and all other identified issues were resolved and it passed all final functional tests. Inspected electrical and mechanical parts and re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the external pulse generator (epg) was returned for service/repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular port of the external pulse generator (epg) was worn out and did not secure the cable. The epg was returned for service/repair. There was no patient involvement.